Event description:
It was reported that the user experienced a fingerstick-confirmed low blood glucose of 41 mg/dl, treated with oral glucose tablets and juice. Symptoms included no adverse effects reported by the user. Outcomes included stabilization of blood glucose following treatment and completion of troubleshooting and education. Investigation included review of the reported event details and product use. It was concluded that the cause of the hypoglycemia was unclear and that the event resolved with self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.